Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 20 mg/dl. The customer treated low blood glucose value treated with carbs milk. The customer stated that the drive support cap was normal. The customer was reported that the insulin pump passed self test and displacement test was unable to perform. The customer was reported that the insulin pump had no delivery alarm in past and it was resolved by changing out set. The insulin pump will not be returned for analysis.